Event description:
It was reported that the patient presented to the hospital for a procedure to explant a single chamber boston scientific pacemaker and implant a leadless pacemaker in the right atrium. The physician noted that there was a rise in threshold, decrease in impedance, and intermittent noise recorded on the pacemaker from the right atrial lead. The lead was capped, and the boston scientific device was replaced successfully. The patient¿s condition remained stable. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).